Manufacturer narrative:
This report is being filed on an international product, prism anti-hcv, list 6a52, manufactured in (B)(4), that has a similar product distributed in the u.s, list 6d18, manufactured in (B)(4), USA. Testing procedures with prism hcv reagent lot 35216li00 could not be performed as the lot has expired. No returns were made available from the customer site. The performance of this lot was investigated by completing a review for non-conformances or deviations related to the likely cause lot. This review did not reveal any events or issues that may have impacted the performance of the lot in relation to the complaint issue. The abbott prism instrument the customer used (s/n (B)(4)) was de-installed on 01 december 2015. Review of the abbott prism analyzer, list 06a36-10, serial number (B)(4), service history was performed. No issues related to instrument operations were identified that could have contributed to the issue under evaluation. Analyzer performance is acceptable. All reagent lot numbers the customer could have been used before 2015-12-01 are now expired. Ticket searches determined that there is a normal complaint activity for the likely cause lot. The tracking and trending report review determined that there are no related adverse or non-statistical trends. Based on this data, the product is performing as intended and no product issues were identified. The abbott prism hcv assay package insert and the abbott prism operations manual contain information to address the current customer issue. Based on the available information from the customer site and from the results of this evaluation, there is no deficiency or deterioration in the characteristics and / or performance or any inadequacy in the labeling or instruction for use of the device identified. The frequency of occurrence for (B)(6) results is less than (B)(6) and no further action is required. Further, an expanded investigation was initiated on 20 may 2016 to further evaluate performance of the prism hcv assay, list number 06a52. The investigation identified no nonconformance and no indication of a potential problem which requires corrective or preventative actions.

Event description:
On 16mar2018, a user report was received from the account to the competent authority regarding a (B)(6) result on a blood donor from 2014. This report was received post de-installation of the abbott prism analyzer at the customer site. The user report stated sample ID (B)(6) generated (B)(6) results when initially tested on (B)(6) 2018 and confirmed (B)(6) on immunoblot. On (B)(6) 2018 a previous donation serum sample from archives from (B)(6) 2014, (B)(6) was sent to the (B)(6). On (B)(6) 2018 the testing report no. (B)(4) was received from the (B)(6) where the test confirming (B)(6) but tests previously performed by the (B)(6): abbott prism anti-hcv test (lot: 35216 lioo, expiration may 17, 2014) was (B)(6), and also nat tests in a pool of 24 samples were (B)(6). Em was distributed to the (B)(6) university hospital on (B)(6) 2014. Tm was distributed to the (B)(6) university hospital on (B)(6) 2014. No information regarding the use or disposal of the blood products was provided. No specific donor information was provided.